Event description:
It was reported the patients blood glucose level rose to 302 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
Fluid diverted through a tear in the internal portion of the cannula, causing an insulin delivery failure. The fluid leaking into the device resulted in insufficient battery voltages and corrosion on the batteries and chassis. No timeouts or drive stalls were seen in the download data. No other damages or defects were observed.